Event description:
It was reported that during follow-up, the patient experienced a dizzy spell. The right ventricular lead exhibited noise. The electrical values were checked and were found to be normal. The noise could be reproduced with isometrics. The patient would continue to be monitored. No further complaints of dizziness were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.